Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while advancing the ace68 into a 8f non-penumbra guide catheter in a fast manner; consequently, the proximal end of the ace68 kinked. Therefore, the ace68 was removed. The procedure was completed using a new ace68 and the same 8f guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 2.0 cm from the hub. Minor kinks were present approximately 55.5 and 62.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a kink on the proximal end near the hub. If the ace68 is forcefully mishandled at extreme angles during advancement of the device into a parent catheter, damage such as a kink may occur. During functional testing, the ace68 was able to be advanced through a demonstration catheter without an issue. The non-penumbra guide catheter identified in the complaint was not returned for evaluation. Further evaluation revealed additional kinks. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.